Event description:
It has been reported to philips that the x-ray computer (pc) would not power on. The system was in clinical use at the time of the event. There was no reported patient or user harm.

Manufacturer narrative:
It was identified that this is a duplicate complaint from an already reported complaint. The investigation will be addressed in MFR report number 3003768277-2023-00702. This complaint will be closed as duplicate.